Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the underlying wires of the modular cable were kinked in several locations. Additionally, a breach on the insulation of the red wire approximately 19.5¿ from the ic was observed that did not contribute to a functional issue. The evaluation of the returned modular cable confirmed a damaged outer jacket. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to have contributed to a functional issue. Examination of the modular cable, lot number 6709705, revealed that the outer jacket was damaged. The controller and inline connector pins were unremarkable. Upon disassembly of the cable, examination of the underlying layers revealed no areas of damage that resulted in a functional issue. The report of wires being felt underneath the casing could not be confirmed through this evaluation. The modular cable passed functional testing, in the condition that it was received, without issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. "System operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. "Patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." (Under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. "Alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". "Equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The relevant sections of the device history records of modular cable, lot number 6709705, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the casing of the modular cable felt worn and thin. The vad coordinator could feel wires underneath the casing. The modular cable was exchanged due to fear of tearing. Upon investigation of the returned device, wire damage was observed.